Event description:
It was reported that the superior vena cava coil and high voltage coil of the right ventricular (rv) lead had high impedance. It was also reported the high impedance was related to a loose set screw connection between the device and rv lead. Follow up also indicated that the set screws were also loose on the left ventricular (lv) and right atrial (ra) leads. A revision was done to tighten all of the loose set screw connections. The device, rv, lv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device or leads were not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and patient alert for out of tolerance subthreshold lead impedance (B)(6) 2009. Also programmer data for save to disk file shows alert events for right ventricular defib lead, left ventricular pacing lead and superior vena cava defib lead impedances exceeded high impedance thresholds on (B)(6) 2009. Save to disk also shows above thresholds between (B)(6) 2011.